Event description:
It was reported by the patient in voluntary medwatch report# (B)(4) that the patient underwent a procedure for cervical fusion with implant of bone graft. Approximately 20 months post-op, the patient is reporting multiple complications including nerve damage, bowel and bladder incontinence, headaches, bulging discs, pain, sleep apnea, bone spurs, partial facial numbness, and sexual dysfunction.

Manufacturer narrative:
(B)(4).